Manufacturer narrative:
Investigation summary: no product sample was received. One photo was attached for evaluation. As per the photo provided by the customer, it was identified that the cuff did not inflate when the 5ml of sterile water was supplied. Failure mode reported: ¿a0492 - will not inflate¿ was confirmed. No information was provided as to whether the procedure established in the instructions for use was followed when the cuff did not inflate; it is not possible to verify this with the photo provided. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff did not inflate. There was a patient involvement, and no patient harm/adverse event reported.